Manufacturer narrative:
Reported event is confirmed. Received two 138114a in unopened original packaging. Lot number was verified. Performed a visual inspection of the device, there were no obvious signs of a breach in the seal however, one of the devices was encroaching into the seal. Performed a functional inspection, which indicated that the packaging had an insufficient heat seal on one of the packages. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: the user is advised that these devices should never be used when: there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic or connector damage. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Please note this file was previously submitted in error using the wrong registration number: 1320894-2021-00105. The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 138114a, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. This will be reported as a malfunction with potential for injury upon reoccurrence.